Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced inadequate flow rates after initial lvad implant. The patient was taken back to the operating room where the cause of the low flows could not be determined. The patient underwent a pump exchange which resolved the low flows. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The device was returned to the manufacturer for evaluation. The pathology report concluded there were no gross findings to explain the reported 'inadequate flow rate' and event could not be replicated during functional testing. Review of the controller logs revealed multiple low flow alarms and power consumption and estimated flow below the normal operating range. The root cause of the reported "inadequate flow rate" could not be conclusively determined; however, a possible root cause may be attributed to a kink in the outflow graft. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
For three days the patient experienced inadequate flow rates after receiving her initial lvad implant. She was taken for a computerized tomography (CT) scan and cardiac catheterization to help determine the cause of the consistent low flow. The surgeon made the decision to exchange the device. The operative note indicated that inspection after the exchange did not find anything inside the graft or pump. It was concluded that the cause was likely a kink in the outflow graft but the exact location was not reported. The site stated that the low flows resolved with the pump exchange. The patient is said to be doing well and was transferred to a step down unit for further recovery.